Event description:
It was reported that while using bd facscanto¿ ii a possible carryover occurred and erroneous results were obtained on patient samples. Results were not used to treat patients. The following information was provided by the initial reporter, translated from spanish to english: the client says that the appliance is very dirty although they clean every day. Please let us know whether there were patient samples being run and if they were used to treat patients? "The results were never used to treat the patients as the sample was soiled.¿ the flow cell and needle are thoroughly cleaned. Samples suspected of fouling the flowcell are passed and the degree of carry-over is checked. No dirt is observed. The client is recommended to pass csts the next day to see the possible carry-over from one day to the next in principle the equipment works correctly according to bd criteria cause translation - possible contamination due to the type of samples solution comments translation - possible contamination due to the type of samples.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of the instrument still showing dirt after multiple cleanings, leading to erroneous results. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 01mar2020 to 01mar2021. Complaint trend: there are 3 complaints related to the issue of erroneous results; date range from 01mar2020 to 01mar2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the instrument producing erroneous results is due to a dirty fluidics system. Dirt, debris or clogs in the fluidic system will contribute to flow rate issues, carryover, and erroneous results especially within the sample line. The customer submitted the complaint that the results obtained from their instrument displayed signs of carryover and dirt within the samples. They had performed daily cleans and long cleans but still found the samples to be dirty. The fse (field service engineer) reviewed the cleaning procedure the customer had used and then thoroughly cleaned the flow cell and needle. When the instrument was clean, the fse ran samples that had been suspected of dirtying the instrument and found no dirt or carryover. No parts were requested for evaluation as there were no parts replaced. After the cleaning the instrument was tested and working as per bd¿s criteria, and the customer was advised to run csts the next day to see if carryover was retained. While the retention of foreign particles between samples in the fluidics lines can lead to erroneous results and misdiagnoses, the issue was immediately noticed from the erroneous results. No patient was treated nor harmed from incorrect results as the results were captured prior to any diagnosis decision and were reported to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00, page 149. The safety risk is limited, s2, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2019. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd cleaning apparatus problem description: the client says that the device has a lot of dirt although they clean every day. Work performed: the cleaning protocol used is reviewed. A thorough cleaning of the flow cell and needle is done. Samples suspected of fouling the flow cell are passed and the degree of drag is checked. No dirt is observed. The customer is advised to pass csts to the next day to see the possible drag from one day to the next in principle the computer works correctly according to bd criteria. Cause: possible dirt by the type of samples solution: possible dirt by the type of samples. Internal notes: (B)(6) (B)(6) 2021 11: 05: 49z: further action, helpdesk-callback customer. The customer asks for a technician. (B)(6) (B)(6) 2021 11: 05: 25z: further action, helpdesk-callback customer. Done the long clean and the daily cleaning. The customer says that she is acquiring 2-3 samples every day but the device is very dirty. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the unexpected result is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 10. Sit ID/od flush. Function: 10.1 clean sit ID/od, reduce carryover potential failure mode: 10.1.3 ID not cleaned. Potential effects of failure: 10.1.3.1 excessive carryover, wrong results. Potential cause(s)/mechanism(s) of failure: 10.1.3.1.1 software crashes, leaving tube on sit- flush never occurs. Current controls: none. Recommended actions: 1. Add ID/od flush to fluidics startup. 2. Add ID/od flush menu item. Severity: 8. Occurrence: 1. Detection: 8. Rpn: 64. Mitigation(s) sufficient yes no. Root cause: based on the investigation results, the root cause of the instrument producing erroneous results is due to a dirty fluidics system. Conclusion: based on the investigation results, the root cause of the instrument producing erroneous results is due to a dirty fluidics system. The fse reviewed the cleaning protocol the customer used before cleaning the flow cell and needle. After the cleaning the samples were run and no dirt or carryover was observed and the instrument was determined to be running properly per bd criteria. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk is limited, s2, and there was no impact to patient health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii a possible carryover occurred and erroneous results were obtained on patient samples. Results were not used to treat patients. The following information was provided by the initial reporter, translated from spanish to english: the client says that the appliance is very dirty although they clean every day. Please let us know whether there were patient samples being run and if they were used to treat patients? "The results were never used to treat the patients as the sample was soiled.¿ the flow cell and needle are thoroughly cleaned. Samples suspected of fouling the flowcell are passed and the degree of carry-over is checked. No dirt is observed. The client is recommended to pass csts the next day to see the possible carry-over from one day to the next in principle the equipment works correctly according to bd criteria cause translation possible contamination due to the type of samples solution comments translation - possible contamination due to the type of samples.